Manufacturer narrative:
Concomitant products: product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 435135, serial # (B)(4), implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
Health care provider reported the patient's device was not working. The patient was recently hospitalized for issues unrelated to the device. The indication for use for this patient was gastrointestinal stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.